Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture following a coronary artery bypass grafting (CABG) procedure. A revision procedure was performed where the ra lead was surgically abandoned. During the procedure fluoroscopy imaging did not show any significant findings, however a micro-dislodgement was suspected as the lead was functional prior to the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.